Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not conclusively be determined. It was reported through the patient outcome that the patient expired on (B)(6) 2020. The cause of the patient¿s death was not provided. Per the vad coordinator, no further information is available. No product is available for investigation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped to the customer on 18nov2018. The heartmate 3 lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown. Additional information was requested but was not available per the vad coordinator. The device will not be returned for evaluation.